Event description:
The pump was returned for investigation. Investigation revealed a dim pink display. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Follow-up: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box indicated a time and date reset event within 5 minutes of a power off event (B)(6) 2014. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for 6 hours and reinserted, and the pump time and date reset to the default settings. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. Unrelated to the time date event, the pump booted to the verify screen with dim pink contrast. (B)(6).